Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump alarmed motor error. The blood glucose at the time of the event was 308 mg/dl. Customer was not using the insulin pump due to motor error alarm and no delivery alarms. The current blood glucose reading 120 mg/dl. Nothing further reported.